Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Line rn placing new PICC line. During insertion, PICC line broke off in patient¿s arm, stat cxr and us obtained. Attending and general surgery to bedside. Neonatal, male.¿

Event description:
¿Line rn placing new PICC line. During insertion, PICC line broke off in patient¿s arm, stat cxr and us obtained. Attending and general surgery to bedside. Neonatal, male.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive. After three notifications, there has been no sample returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action for the reported issue is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.